Event description:
It was reported that the trial was wonderful and during the trial was the first time the patient got out of bed and it didn¿t hurt. The patient was depressed when they took it out. Since the device was implanted, the patient felt like they were getting electrocuted. They also mentioned feeling like they were plugged into a light socket. During the trial, they had stimulation at 1.80 volts and 1.20 volts and since implant they had stimulation up to 3.50 volts and 4.50 volts. They could feel stimulation but it didn¿t help with the pain. They could walk better before the implant and the pain was continuous. Before implant, pain medicine would but it didn¿t help at the time of the report. Before the implant they would take pain medicine every 6 hours, and at the time of the report at the end of 4 hours the patient was almost screaming. They didn¿t get any sleep at all and had a pinched nerve. The pain was unbearable. The nurse took the strips off the week prior. The patient saw a manufacturer representative (rep) the week prior on wednesday who adjusted stimulation because, they weren¿t feeling stimulation in their feet. They woke up from surgery with a pinched nerve. The rep told the patient it wasn¿t a pinched nerve and that they were just sore. The patient had a pinched nerve in 2011 so they knew what it felt like. The pain was on the right side of their back which is where they put the device. The night of the surgery and the next day the patient could barely walk and it was not getting better, it was getting worse. The stimulation was off and the patient wanted the device removed. The day prior the patient told the rep they wanted the device removed. The rep told the patient they would call the healthcare provider (hcp) and get the patient scheduled to have the device removed and the patient had not heard back from the rep yet. The patient was very dissatisfied with the device. The hcp would no longer see the patient. The rep had been talking to the patient daily and offered to reprogram the patient but they wanted the stimulator out. The patient was having their device rem oved. Their pain was ten times worse than before. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).